Event description:
Information was received indicating that the smiths medical, cadd-ms 3, mdl 7400, pumps was failing infusion of treprostinil, for idiopathic pulmonary hypertension, with a current dose of 59 ng. Kg.min at an infusion rate of 0.048 ml.hr and a 5mg vial. It was reported the end user believed the pump stopped infusing for about 26 hours and was alarming. Per reporter a home visit was necessary, and the infusion was continued with the use of another pump. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).